Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was around 22-24 mmol/l. The customer reported that the insulin pump was not working correctly. Customer noted that the escape and act buttons do not work and sometimes the numbers will ramp up without input. The customer reported that the escape and act do not work and scrolling without input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.